Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station crashed. A field service engineer found that the station was stalled during windows update, so engineer reimaged hard drive and updated the settings, completed the synchronization with server, and verified the remote support services (rss) and queued windows server update (wsus) and eset security packages from dashboard to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es the station crashed and device was initially reported as being stuck at the restarting screen and not being able to bypass it. The customer reported that users were unable to remove medications. There was no delay in patient care as the user was able to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.